Event description:
The recipient is experiencing device extrusion. The recipient ceased device use. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. There was reportedly no additional medical intervention other than explant surgery. The recipient will be reimplanted with another cochlear device. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient will not be reimplanted. The recipient's site has reportedly healed.